Manufacturer narrative:
Corrected data: incorrect software version was reported on the initial MDR .

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician was having difficulty with his programing system. The physician was trying to interrogate a patient's generator and he was unable to interrogate. On (B)(6) 2016, the sales representative was at the site performing troubleshooting and the issue was identified to be with the usb serial cable. The issue started thursday or friday prior and there was one patient at the time of the issue who was able to be programmed but diagnostics were not done due to the inability to further communicate. The serial cable was received for analysis on 04/18/2016. Product analysis for the serial cable was completed and approved on 05/02/2016. An analysis was performed on the returned usb to db9 cable and the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.